Event description:
Customer reported issues with the insulin pump. Customer states that there is moisture damage. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window and stained end cap sticker.